Event description:
It was reported that the pump screen lifted or delaminated while the pump continued to function, and a replacement pump was arranged with recommendation to use backup therapy until replacement arrived. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alarms, and continued therapy interruption risk mitigated by backup therapy. Investigation included customer interview, review of images provided by the user, and device replacement logistics. Investigation of this case revealed evidence consistent with screen delamination affecting the display assembly while core pump functions were not verified, warranting replacement as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the screen assembly.